Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Dexcom sensor blood glucose reading was 522 mg/dl. Customer had manual injection but blood glucose level was over 400 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active at the time of incident. Customer was treated with bolus for high blood glucose level. Customer stated that insulin pump had insulin flow block alarm. It was found that insulin exited tubing with plunger priming but there was greater than normal resistance when attempting plunger push. The insulin pump will not be returned for analysis.